Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cardiac implantable electronic device infections: incidence, risk factors, and the effect of the aigisrx antibacterial envelope. Heartrhythm. 2014;11(4):595-601. An email was sent to the author requesting additional information, with no reply as of yet. The date of death is not known and is estimated based on the publication date. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this device pouch. Multiple patients and multiple adverse events were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following adverse events: infection and deaths. The status of each pouch is unknown. No further patient complications have been reported as a result of this event.